Manufacturer narrative:
The device was received with physical damage, cracked and bleeding lcd glass. Unable to perform the displacement test due to display anomaly. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call of issues with damage to their insulin pump. The customer states that there is a crack on their device. The customer states that they tripped and fell with the device. The customer states that there is a black smudge on the device. The customer's blood glucose level at the time was 107mg/dl. The customer was advised to discontinue use of the device and that it would need to be replaced and returned for analysis.